Event description:
It was reported that this right ventricular (rv) lead implanted over 15 years ago had observations of a rise in pacing impedances to 1570 ohms at the first device change out for normal battery depletion in 2011. Now at the next device change out for normal battery depletion in 2020, the impedances have risen to out of range greater than 2300 ohms. The device was changed out and the lead remains in-service as it was thought to be due to calcification at the lead tip. The plan was to continue to monitor due to the patients age, and increase the daily monitoring alert threshold. No adverse patient effects were reported.